Event description:
A six french shuttle sheath was used for coiling an aneurysm. Twenty hours after the procedure and withdrawal of the sheath, the patient had a massive hematoma at the femoral puncture site. The physician stated that the patient was very close to passing away. The physician suspects that the slip coating on the outside of the sheath may be inhibiting platelet adhesion to the puncture site after withdrawal of the sheath.